Event description:
It was reported that the device display went black and "stopped working" during a patient transport. Upon returning to the ambulance station, the customer was able to get the device to operate briefly and observed several event codes in the memory. However, the device was unable to power on thereafter. There was no adverse event reported as the result of the device use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed memory pcb assembly and determined that the cause of the reported failure was due to a loose fit of the pcb-mounted jack connector, designator j2 to the corresponding jack connector on the system pcb assembly.